Manufacturer narrative:
Product return is not expected. An investigation has been initiated based upon the reported info.

Event description:
The integra product specialist was present during the procedure. The proximal end of the screw snapped off first. The surgeon removed the broken piece from the screwdriver and continued to attempt to advance the screw by grabbing the inclusions on the screw head. As this was being done, the head of the screw snapped off in the screwdriver. The screw was not protruding and the dr did not attempt to remove the screw. The physician stated the pt will be made aware of the situation and the physician will keep the broken portion of the screw.